Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and mesh was implanted. Additionally, on (B)(6) 2011, ams perigee was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced extrusion, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent removal of previously placed mesh concurrently with the mesh implant on (B)(6) 2011 due to recurrent sui and mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/08/2016.